Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had blank display and reservoir leaking out. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer did not used the insulin pump for 3 days and after receiving the battery cap the insulin pump did not turn on. Customer stated display did not returned. The device will be returned for analysis.